Event description:
Reporter indicated that patient's generator was explanted after less than one year of service for unknown reason. Further investigation revealed that the patient's generator was explanted due to infection at the generator site.